Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check, after which the user was instructed to restart the device and informed that two additional restarts were permissible; the device battery was reported over 50% at 63%. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention or hospitalization. Investigation included user education and on-call troubleshooting focused on software alarm recognition, restart guidance, and battery status verification. Investigation of this case revealed a software-related anomaly consistent with an algorithm data parity check alarm, with no confirmed hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to attribute the event to a specific software or hardware fault. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.